Event description:
A doctor called to report that the customer was admitted to the emergency room with high bgs. The doctor called to inquire on how to read the daily totals on the pump. Assisted the doctor with reviewing the daily totals on the pump.